Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2 e3- information has been requested but unknown at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, no image was likely caused by a faulty charged coupled device unit. The specific root cause of the faulty charged coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of no image due to faulty charged coupled device (ccd) unit. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.